Event description:
On (B)(6) 2002 I underwent breast augmentation. Mentor saline-filled mammary prosthesis ref 350-1680. In 2013 I was diagnosed with hypothyroidism with no family history. On or about (B)(6) 2022, I began to notice my left breast has slightly changed in shape and within a few days my left breast was clearly deflating. I had a consultation with a local surgeon who confirmed that my left implant has leaked. This product has a lifetime guarantee however only after (B)(6) 2017 of implantation. I am left with the financial burden to have the implant removed. FDA safety report ID# (B)(4).